Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3002806535.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3002806535.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item#010000669, g7 shell, lot#3350575; item #010000999, g7 screw, lot #3365486, item #010000999, g7 shell, lot#3369626; item #103207, taperloc femoral stem, lot#220990. Multiple MDR reports were filed for this event, please see associated report 0001825034-2017-01685.

Event description:
It was reported in medical notes received that patient experienced dislocation approximately 5 months post-implantation. It is unknown if medical intervention took place.